Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history showed a power interruption on the date of the event. During testing, the pump powered on normally. The power issue could not be further tested due to an unrelated keypad malfunction. The up arrow button was found to be unresponsive; all other buttons responded appropriately. The keypad was found to be torn from the ok key to the up arrow key. The keypad was removed and he up arrow key contact was found to be missing and the ok and down arrow contacts were misaligned. Evidence of contamination was found under the ok, down arrow, and contrast key contacts. The pump was opened and no internal moisture or damage to the power circuit was found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump had lost power and would not power back on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.